Event description:
It was reported that the maestro drill with handswitch would not stop running during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that the device would not stop running was confirmed. The device had a loose lever assembly due to loctite failure. A loose lever assembly could potentially prevent the safety switch from being engaged, causing the device to have run on.

Event description:
It was reported that the maestro drill with handswitch would not stop running during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.